Manufacturer narrative:
The insulin pump was received with critical pump error alarm due to pump error 3 found in the long trace. Unable to determine the root cause, problem isolated to electrical board. However, the critical pump error was able to be bypassed, cleared. After re-initialization, the pump completed the boot up process normally. The insulin pump passed the functional testing's including the self test, sleep current measurement, active current measurement test, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The device was received with scratched case and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump got a critical pump error alarm and keeps beeping. The customer¿s blood glucose level was 150 mg/dl at the time of the incident. The pump was flashing and there was a red x and a book on the screen. Troubleshooting was not completed. The insulin pump will be returned for analysis.